Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data sent to boston scientific technical services for analysis confirmed the power consumption is increasing in a gradual fashion; device replacement was recommended. The s-ICD remains in service and there was no adverse patient effects reported.